Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after announcing less than the actual meal size, with a reported blood glucose of 286 mg/dl and concurrent stress, and troubleshooting and education were completed without any device alerts or alarms. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included user-directed observation and plan to allow the ilet algorithm to correct for an additional 1 to 2 hours, with follow-up planned to assess glucose regulation. Investigation included case review using the referenced prior case for comparison and user coaching on accurate meal announcements. Investigation of this case revealed no device malfunction or alarm activity and suggested user-related underestimation of carbohydrate intake in the setting of stress as the contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal size entry with contributory physiological stress.